Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This MDR has been reviewed and submitted on (B)(4) 2014. Due to a gateway failure, the MDR was resubmitted on (B)(4) 2014. The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. An assessment was performed and the device met all manufacture's specifications. Therefore, an assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the motor device was having ¿trouble loading the burr devices.¿ it was further reported that the motor device would not run when the pedal was depressed. The reporter stated that the alleged malfunctions occurred during multiple surgical procedures and multiple dates. The reported did not specify a specific amount of occurrences. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.